Event description:
It was reported that customer experienced occlusion alarm that was confirmed as Alarm 2 followed by Alarm 26, and customer was not experiencing frequent or recurring occlusion issues. There was no reported impact to the customer¿s blood glucose level, and caller declined to provide blood glucose information, so impact remained unknown. Customer resolved issue by changing infusion set and cartridge, then resumed insulin delivery, no infusion set issues were observed, additional assistance was not requested, and case was closed by Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.